Event description:
A minimum fill notification was reported by the caller, leading to a pump issue. There was no adverse impact to the customer's blood glucose level. The caller was instructed by technical support to clean the pump's pneumatic tap area and was guided through the process of correctly loading a new cartridge onto the pump. These actions resolved the issue, allowing the caller to successfully reload the cartridge and resume insulin use.